Manufacturer narrative:
Product event summary #the distal portion of the lead was returned, analyzed and analysis was performed.

Event description:
It was reported that during an open heart surgery, the right atrial (ra) lead was cut. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.